Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by tatsuya sueyoshi, md; e. Michael keating, md; merrill a. Ritter, md; john b. Meding, md; matthew j. Brunsman, ms. Manufacture date ¿ unknown.

Event description:
Information was received based on review of a draft journal article titled, "early clinical outcomes with a 3-d porous titanium acetabular cup." This is a report of the early clinical outcomes with a cementless acetabular cup, regenerex ringloc+ (biomet, warsaw, in) for total hip. Between 2007 and 2013, 476 hip joints were implanted using a 3-d porous titanium acetabular cup. 210 were women and 224 were men with mean age of 63.9 [30, 92]. Mean follow-up was 2.6 years [0.5, 6.5]. At the final follow-up, there was no loosening or cup failure. The following adverse events were reported, each resulting in revision hip surgery: two (2) infections. One (1) dislocation. One (1) liner fracture. The authors of the study concluded that average harris hip score improved from 53.9 preoperatively to 91.4 postoperatively. The survivorship of regenerex ringloc+cup and the low complication rate is comparable with previous studies using other 3-d porous metal prostheses. Although this short-term outcome from the institute is very encouraging, longer follow-up study is required.

Manufacturer narrative:
(B)(4). This follow up report is being submitted to relay corrected and additional information concomitant medical products: unknown liner, unknown cup, unknown stem; therapy date: unknown. Literature- sueyoshi, t., keating, e. M., ritter, m. A., meding, j. B., & brunsman, m. J. (2016). Early clinical outcomes with a 3-d porous titanium acetabular cup. Open journal of orthopedics, 06(06), 121-125. Doi:10.4236/ojo.2016.66018. Reported event was unable to be confirmed and part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports:0001825034-2017-05959.

Event description:
It was reported that a patient was revised due to dislocation on an unknown date. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.